Event description:
Stainless steel hardware from back surgery. MRI (magnetic resonance imaging)-compatible. During MRI, there was warming and tingling in my back. Pain, discomfort, and tightness have not subsided. It has now been one month since exam date.